Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed low flow alarms. Based on complaint history and similarly reported events, the outflow graft obstruction could have contributed to the low flow alarms observed in the submitted log file; however, a specific cause could not be determined through this evaluation as no product or images were submitted. The submitted log files (see attached) contained data from (B)(6) 2021 at 3:56:12 to (B)(6) 2021 at 7:40:30. Transient low flow hazard events were captured throughout the log file, resulting in a total of 206 low flow hazards, when the pump flow dropped below the low flow threshold of 2.5 lpm. Excluding the events where the pump speed was set below the low speed limit, the pump operated above the low speed limit. The pump appeared to operate as expected. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) . No product is available for investigation. Heartmate ii lvas IFU, rev. H, is currently available. This IFU lists device thrombosis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system in section 1, ¿introduction¿. An explanation of each pump¿s parameters can also be found in this section. Section 6, ¿patient care and management¿, outlines indications of pump thrombosis and how to respond to such events. Section 6 also outlines the suggested anticoagulation therapy and inr range for patient using the heartmate ii lvas. This IFU contains a section on ¿pump performance monitoring¿ under patient care and management which explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 4.4 ¿clinical screen¿, contains sections on pump flow, pump speed, pulsatility index, and pump power. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Additionally, section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Heartmate ii patient handbook (rev. G) contains a section on ¿alarms and troubleshooting¿ which provides information on all system alarms, including low flow hazard alarms, and the actions associated to resolve the alarms. A section on ¿handling emergencies¿ is also provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2013. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing multiple low flow alarms and was admitted on (B)(6) 2021. Outflow cannula thrombus was suspected. The patient was scheduled for pump exchange on (B)(6) 2021. Log file analysis showed few set speed changes as well as multiple low flow hazard events. There were no changes to patient condition or anticoagulation status that may have contributed and no changes to pump parameters were made. CT revealed near total occlusion of outflow graft close to aortic insertion from thrombus/neointimal proliferation. The outflow graft was replaced on (B)(6) 2021. The low flow events resolved following the outflow graft replacement and the patient is in stable condition.